Event description:
During maintenance, the customer reports the safety valve made a loud clicking noise and the awp alarm activated. Service dispatched and found a defective pressure transducer. There was no pt incident.